Event description:
Reports false negative flu b results compared to unspecified molecular test. Patients had no significant uri symptoms. No apparent adverse event. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion: the complaint history on the reported lot was reviewed and no trends were identified. Upon further review of the information provided in the case details, a root cause could not be determined. Root cause: unable to determine source: email